Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the trunk cable connector latches were damaged, creating an insecure connection with the monitor. The root cause of the broken latches is excessive force placed on the connector. No adverse event resulted from the defective electrode belt.

Event description:
During servicing of an electrode belt, which was returned for investigation into an unrelated issue, a reportable problem was found. The belt would not latch to a test monitor.